Manufacturer narrative:
Additional information: macroscopic and optical examination confirms the implant is cracked in multiple locations in the first thin-walled area nearest to the inserter attachment point. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown date, the cages were reported broken. It is unknown if a revision surgery was done.